Event description:
Atrial rarfield sensing sensed ventricular paced/sensed with possible ventricular loss of capture. High rv threshold. Leads manufactured by st. Jude sr was still promoted however as the pacemaker in this event was medtronic. Case#: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).